Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported having a gap between their top and bottom teeth when they shut their mouth and smile. The patient stated that the gap in front, between the top and bottom teeth, makes biting into things very difficult since they don't meet. The clinical support assessment team confirmed the patient's anterior open bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.